Event description:
It was reported that "during the procedure, the balloon was observed to have not fully expanded after deployment in the patient. Upon immediate deflation and attempted withdrawal of the balloon into the sheath, the sheath was found to be collapsed. Consequently, vascular injury occurred during device removal, resulting in persistent bleeding". Additional information states that no medical intervention was required. The patient's current status is "on ECMO".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that matches the returned sample. The sample was returned in a cardboard box and was loosely packed in the original carton. The one-way valve was tethered to the short driveline tubing. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane. The sheath was noted buckled at multiple locations and the iabc bladder membrane was noted bunched up at the end of the sheath from being withdrawn through the sheath. Dried blood was noted on the exterior surfaces of the sample. No other visual damage or abnormalities were noted to the returned sample. Customer submitted photos were reviewed. The photo shows the iabc bladder withdrawn through the teflon sheath with multiple instances of buckling on the sheath. The iabc bladder was noted withdrawn through the teflon sheath, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before passing a guidewire to clear a blockage. Another attempt to aspirate and flush the catheter was successfully completed after clearing a blood clot by passing a guidewire through the central lumen. Blood exited during aspiration and flush. The one-way valve was connected to the short driveline tubing, and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, the iabc bladder membrane was noted stretched. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 80mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The bladder was noted misshapen during inflation, likely due to the previously noted stretching caused when the bladder was withdrawn through the teflon sheath. The balloon pressure waveform (bpw) was normal. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Corrective action is not required. The reported complaint that "the balloon was observed to have not fully expanded" is not confirmed. During the investigation, the iabc bladder fully inflated, and no leaks or alarms were detected. The returned device passed visual and functional test specifications. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a corrected data: n/a.